Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted there was loss of capture on the right atrial (ra) lead. Even though the system was programmed to aai 70, the intrinsic beat was 56 bpm. Further investigation noted the pacing polarity had changed from bipolar to unipolar configuration due to high out of range impedance measurements. High threshold measurements were also noted. The physician suspected a lead fracture as the patient had recently fractured their collar bone and left humeral. X-ray confirmed the ra lead was not fractured. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.